Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation patient states after putting her mask on, she smelled a burnt hot wire smell, and it would not turn on. Patient stated that there is a burning smell described as wires melting. Patient stated that she may have seen smoke, but her bedroom was dark and hard to know. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Top of device had dust-like contamination and potentially a sticker residue on it. Iso port had dust-like contamination and hairs/fibers in it and on it. Also, there was a potential mineral deposit spot in it. Heater plate had dust-like contamination on it and potential mineral deposit spots on it. Also, there were potential mineral deposit spots on the vertical part of the top enclosure. Inlet/outlet seal had white dust-like contamination on it and potential mineral deposit spots on it. Water tank had potential mineral deposit stains in it. Water tank had potential stress cracks or scrapes at the heater pan on the bottom outside corners. Water tank had a hairline crack near the iso tube entrance. Pil filled water tank and let sit for 1 hour, no leaks were observed. The ui panel was slightly discolored potentially from a thermal event. The ui¿s ribbon cable had a potential white mineral deposit stain on it, in the middle of it, and on the end (copper pins) of it on both sides. Brown dust-like contamination on the rim of the top enclosure. Center enclosure had potential mineral deposit spots in the iso port tube. Center enclosure had brown and white marks on the iso port tube most likely from the thermal event on the pca. Center enclosure inner sides had potential mineral deposit spots. Many locations on the pca had potential mineral deposit stains and corrosion that most likely caused the thermal event and caused the device to malfunction, indicating potential water ingress. Slight dust-like contamination and tiny hairs/fibers on the blower motor. The blower motor brass nut had potential corrosion on it. The blower motor had potential mineral deposit spots on the bottom of it and in it. Dust-like white and black contamination and tiny hairs/fibers at the air inlet of the blower box. White and black dust-like contamination and hairs/fibers in the blower box. Potential mineral deposit spots in the bottom of the blower box, indicating potential water ingress. Dust-like contamination and hairs/fibers in the bottom enclosure and it had potential mineral deposit spots. Heater plate spring had potential mineral deposit spots on it. Slight dust-like contamination on the bottom of the heater plate. Most likely the source of contamination was external to the device. Pil was not able to confirm the complaint of smelling burnt hot wires or smoke, but pil was able to confirm a thermal event took place on the pca and that the device would not provide therapy. Pil was able to confirm the potential of water ingress on the pca which most likely caused the thermal event and other electrical damage to the pca. There was thirty-two error codes found. The unit was scrapped.